Event description:
The international customer sent the v60 unit to the international service center for routine periodic maintenance. The service technician during service reviewed the diagnostic event log and identified occurrence of vent inop data acquisition pcba (printed circuit board) adc (analog to digital converters) reference failed. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician identified occurrence of vent inop data acquisition pcba (printed circuit board) adc (analog to digital converters) reference failed during review of the diagnostic event log. Resolution and disposition: the international service technician replaced the data acquisition pcba (printed circuit board) to motor controller (mc) pcba cable, and mc board retention bracket was attached to prevent recurrence.